Manufacturer narrative:
According to the field service representative (fsr), the users said that the issue happened about four times per case. He checked for loose connection and corrosion and found none. He followed up with the chief of perfusionist and there were no further issues. The unit had sat for a long time without use. The facility chose to restart using the equipment in august after preventive maintenance (pm) had been performed.

Manufacturer narrative:
(B)(4). The fsr was dispatched to the customer facility. He tested the unit and could not verify any errors. He installed a new resistance temperature detector (rtd) as a precaution. The unit operated according to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler (hx2) intermittently alarmed "e33" error code on the "b" channel. The product was not changed out. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 30-nov-2016: the information provided by the manufacturer's field service representative (fsr) was clear and complete and the certified clinical perfusionist (ccp) was able to assess the clinical events and risks due to the events. During both prime and cpb, the hx2 alarmed and an "e33" error code was posted. This error code was due to a potential internal temperature issue and it can temporarily shut down the side of the hx2 with the issue. In this case, side b had the issue and the function stopped for a short period of time, but the error cleared and both sides were able to be used to complete the procedure. No changed out was needed.